Event description:
Solicited per patient, 2 of her cassettes have leaked. This happened once 6 weeks ago and once 2 days ago. Patient has discard the cassette. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? No. Patient had extra on hand, did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Yes, ongoing? No. Reported by (B)(6) by: patient/caregiver.